Manufacturer narrative:
The technician found the casters were worn. He adjusted the brake casters to repair the bed.

Event description:
Information received indicates the brake would engage but not hold at the foot of the bed when pressure was applied.